Manufacturer narrative:
H10: the lot numbers were not provided for both devices and lot history reviews were not performed. One malfunctions catalog number was changed to "unknown filter". The devices were not returned to the manufacturer for evaluation; however, medical records were provided for both malfunctions. For both malfunctions, the investigation is confirmed for perforation of the inferior vena cava and inconclusive for filter migration. Additionally for one malfunction it was reported to have and unconfirmed for 2616 - malposition of device. Based upon the available information, the definitive root cause is unknown. The devices are labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes two malfunctions. A review of the reported information indicated that model rf048f vena cava filter allegedly experienced migration and patient device interaction problem. This information was received from various sources. This malfunction involved two patients with no consequences. Two male patients were 61 years old and one weighs 225 pounds and another patients' weight was not provided.

Manufacturer narrative:
The lot numbers were not provided for both devices and lot history reviews were not performed. The devices were not returned to the manufacturer for evaluation; however, medical records were provided for both malfunctions. For both malfunctions, the investigation is confirmed for perforation of the inferior vena cava and inconclusive for filter migration. Based upon the available information, the definitive root cause is unknown. The devices are labeled for single use.

Event description:
This report summarizes two malfunctions. A review of the reported information indicated that model rf048f vena cava filter allegedly experienced migration and patient device interaction problem. This information was received from various sources. This malfunction involved two patients with no consequences. One patient is (B)(6) kg, both patients were male, and (B)(6) years old; however, the second patients¿ weight was not reported.